Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor replicate the customer reported complaint instrument could not be used. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no problem found that could related to the reported issue instrument not working. However, the instrument was found to have thermal damage on the bipolar yaw pulley. The conductor wire was not damaged. The instrument passed an electrical continuity test.

Event description:
It was reported that prior to a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument could not be used while attempting to insert. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.